Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise along with low out-of-range (oor) pacing lead impedance (pli) measurement of 150 ohms. Likewise, this noise was reproducible with pocket manipulation and isometrics. Also, this patient has a competitor device. The physician elected to program the device to vvi(r) mode and continue monitoring the patient. Additional information indicated that the cause of low oor pli was not conclusively determined. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.